Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000087209. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 where in the lead was repositioned addressing the issue. The investigation did not determine which lead migrated.